Manufacturer narrative:
While at the hospital reviewing historical records, the manufacturer's clinical representative determined that the event of (B)(6) 2013 had not been reported to the manufacturer. The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was given tpa for hemolysis. With tpa given, the hemolysis resolved.